Event description:
Drug/diluent: unknown. Fill volume: unknown and flow rate: unknown. Procedure: l1-l5 laminectomy. Cathplace: l1-l5 vertebrae. Pt called hotline because she believes that part of the sheath was left inside of her during removal. Pt stated that she could feel something in the location where one of her catheters was placed. Pt also stated that during the week of (B)(6) 2011, she had swelling, redness and tenderness around one of the catheter insertion areas. This infection was drained by her family doctor and cultures were done to identify the strain of infection. The results were negative. Pt went back to the surgeon's office and alerted his assistant of the issue. Surgeon's assistant cut the pt open and saw something white, but could not successfully pull it out. Pt went to surgeon's office again complaining of the issue. After the surgeon cut the pt open, he said he did not believe there was anything left in the pt, that she probably had some scar tissue that was causing her pain. Pt is convinced there is something left inside of her because she has a sharp pain in the area she believes the sheath was left in. Date of procedure: (B)(6) 2011.

Manufacturer narrative:
Method: no sample received for evaluation and investigation. As no lot number was provided, the device history record and lot history cannot be reviewed. Results: without the actual product or a lot number, a complete analysis cannot be conducted. If additional info pertinent to this complaint, a follow-up report will be filed.